Manufacturer narrative:
N/a

Event description:
A patient was undergoing crrt on a prismaflex machine and a prismaflex hf1000 filter set. The filter set was in use for 24 hours when the return line became disconnected from the 3 way stopcock connected to the patient's catheter. The disconnection occurred after the patient had been moved out of bed for physical therapy. The nurse was at the bedside and connected the return line to the stopcock immediately resulting in a minimal blood loss. The prismaflex hf1000 filter set was changed and the blood returned to the patient. The patient was asymptomatic from the disconnection and did not require medical intervention as blood loss was minimal.